Event description:
The manufacturer received information in relation to an elegance with ssd/ssr. The patient has alleged to smoke. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on august 13, 2024, and h11 should be reported as the manufacturer received information in relation to an elegance with ssd/ssr. The patient previously alleged to smoke. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed no external damage or defects and the whole interior was contaminated with grayish particles and the motor had rust on it. The manufacturer observed the motor was very loud, and no smoke was seen or smelled. It could be possible a foreign substance got inside the device and was burnt off causing smoke for the customer since rust was found on the motor. The manufacturer could not confirm the complaint of burning smell, manufacturer could confirm the complaint of very loud and could not determine the cause for the complaint. Device problem code, evaluation method code grid, evaluation results code grid, component conclusion code grid was updated.